Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor broke during surgery.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed one of the two shoulder screw components is fractured. The root cause is being attributed to suspected misuse by over-torquing of the shoulder screw component during assembly. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.